Event description:
Medtronic received a report that the pipeline failed to open in the proximal section and was found twisted. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery (ica) with a max diameter of 3 mm and a 2 mm neck diameter. The landing zone was: 3.5 mm distal and 4 mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 200-240. The angiographic result post procedure showed no issue; aneurysm filling. It was reported that the proximal end of device was not opening and as per doctor it was twisted. Tried to resheath and unsheath but still same issue of not opening. Device removed and replaced with competition product. It was reported the pipeline failed to open in the proximal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a cook shuttle sheath, neuron 5f guide catheter, phenom 27 microcatheter, chikai black guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device was returned for analysis within a shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. The pipeline vantage shield device was returned within introducer sheath. Damage location details: the pushwire was found to be bent at ~156.2cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned attached to the pushwire. The proximal end of pipeline vantage shield braid appeared to be not fully opened due to damaged braid. The distal end of pipeline vantage shield braid was found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline vantage shield was confirmed to have failure to open at proximal as the proximal end of the braid was found to be not fully opened due to damaged braid. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the cause of the pipeline failure to open, per the doctor was because the stent has twisted. There were no additional steps or other devices attempted to open the pipeline as the device was not completely opened, as it failed to open before the resheathing marker.